Manufacturer narrative:
A customer quality engineer reviewed the electronic record and verified the reported issue. A conclusive cause could not be determined.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly. There was no patient use associated with the reported event.